Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000066768.

Event description:
It was reported that the patient was not getting adequate relief. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. It is unknown which lead is at fault.